Event description:
It was reported that the physician attempted to induce the patient with dc fibber and failed. The patient returned to sinus on his own before external shocks could be delivered. When entering the dc fibber screen a second time, an error message was displayed that there was excessive current detection during shock delivery. The pocket was reopened and the device and lead were replaced. The lead will not be returned.

Manufacturer narrative:
ICD analysis and review of returned device printouts identified low impedance, and possible lead damage.